Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 30-jul-2012, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: 16-aug-2012, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 19.1 mg for a total dose of 4.00195 mg/day, bupivacaine 14.3 mg for a total dose of 2.99622 mg/day, and fentanyl 2000 mcg for a total dose of 419.05195 mcg/day via an implantable pump for post laminectomy pain and non-malignant pain. It was reported on 2019-aug-20 the patient reported intermediate episodes of nausea and weakness. A catheter access port (cap) contrast study was performed on (B)(6) 2019 and was normal. The patient reported on (B)(6) 2019 they experienced the following adverse pump related event: nausea, pain, and chills. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was "itc" medication withdrawals. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine) was possibly related and the drug action that caused the event was increased dose. The event date was (B)(6) 2019. Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the patient was experiencing occasional withdrawal symptoms. The clinic suspected a dynamic kink in the catheter. There were no environmental/external/patient factors that may have led or contributed to the event. It was noted that a dye study was performed on (B)(6) 2019 and surgical observation revealed it was unsuccessful as they were unable to aspirate cerebrospinal fluid (csf) from the catheter. It was noted that the patient had a suspected occluded catheter. The physician decided to replace the catheter/catheter was surgically replaced. It was noted surgical intervention occurred on (B)(6) 2019 where the catheter was explanted/replaced, and during the procedure the catheter was in fact occluded/catheter occlusion. It was also noted when the physician attempted to take the sutureless connector off of the pump, the silicone housing around the metal pulled back making it very difficult to disconnect from the pump. The physician wanted to send the entire catheter back, and to draw attention to the issue with the connector. The catheter was returned to manufacturer. It was noted that the issue resolved without sequalae on (B)(6) 2019. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6). The patient's medical history was asked, and will not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter (B)(4) was returned, and analysis found no significant anomaly. The catheter (B)(4) was returned, and analysis found a hole caused by deep abrasion in the catheter body. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.